Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; descending aorta rupture after transcatheter aortic valve embolization africa duque santos, andr es reyes valdivia, pablo gallo gonz alez, eduardo gonz alez ferrer, julia oca~na guaita, and claudio gandarias z u~niga, madrid, spain https://doi.org/10.1016/j.avsg.2017.11.042. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the treatment of a 33mm acute thoracic descending aorta dissection on an unknown date. It was reported that the patient who had severe and symptomatic aortic stenosis underwent elective tavr, which was complicated by embolization of the valve into the ascending aorta. While repositioning into the descending aorta, the patient suffered a descending aorta dissection. A valiant captivia stent graft was implanted into the patient in the medium descending thoracic aorta passing through the migrated aortic valve to treat the dissection. Reintervention with other stent graft was required 2 days after the index procedure due to high clinical suspicion of proximal rupture with severe hypotension. Another valiant captivia stent graft was deployed from the left subclavian artery and proximal to the previous endograft. The final angiography showed a correct stent graft position without endoleaks. The patient subsequently presented with several medical issues - respiratory failure requiring prolonged intubation and postoperative fever secondary to a pneumonia treated with adjusted intravenous antibiotics. On (B)(6), he was extubated and finally discharged home on day 50 after the initial procedure. The predischarge angio CT scan demonstrated patency of the supra-aortic and visceral arteries and good aortic endograft apposition, inside the tavr. One year later, the patient is still under functional rehabilitation. No additional clinical sequelae were reported and the patient is being monitored.